Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tripping line defaulted when the pump was turned on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was received for investigation. Upon visual inspection the device was noted to be received very dirty. The water tank stained, quick connect fitting corroded, microswitch damaged, line cord discolored, front cover stained and scuffed, outdated printed circuit board (pcb) and power switch. During functional testing the device started alarming and it was leaking as the micro switch was damaged at the lever. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2014-01-01 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.